Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the single use aspiration needle was stuck in the bronchoscope when taking samples of the tumor and the plastic tube was torn off during puncturing the lymph nodes. The defect happened when the endoscope and the needle had to be removed from the patient and left unnoticed that the plastic tube had fallen inside the test tube. The procedure was continued and finished by taking the samples of the tumor with the bronchoscope and forceps and the patient was discharged on the same day. There is no evidence that any device part was broken inside the patient or fallen inside the body. There were no reports of patient harm or clinical impact associated with the reported event. No report of any medical intervention was undertaken to preclude permanent harm/injury to the patient. There is no evidence of any serious deterioration in the state of health of the patient. Also, no indication of any life-threatening event occurred during the procedure. On inspection the needle was noted to be torn at the handle. The needle was able to be removed from the bronchoscope by pushing the needle back through the channel with a cleaning brush.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the plastic sheath at the proximal end was damaged and detached from the metal protector boot. The distal sheath was deformed. The damage was likely caused from when the device was being removed from the endoscope, there were no missing pieces of the device. Olympus will continue to monitor field performance for this device.